Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2023 using the cooladvantage coolcurve plus applicator to the lower abdomen and upper abdomen and using the cooladvantage petite cooladvantage applicator to the under arm and developed possible paradoxical hyperplasia (ph). The provider medical date of diagnosis is (B)(6) 2025.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Phone number (e1): (B)(6). Race: asian - filipino.

Manufacturer narrative:
Additional information: a2 (age at time of event), a2 (age units), a2 (dob), a3b (gender, a4 (weight), a4 (weight units, a5 (ethnicity), a6 (race) asian - filipino, d4 (catalog #), d4 (serial #), d4 (primary UDI number), e1 (email), e1 (zip code), h4 (device mfg date). Correction: b5 (description of event or problem), h6 (b22 - insufficient information to b15 - analysis of information provided by user/third party), h11 (phone number). Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Phone number (e1): (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2023 using the cooladvantage coolcurve plus applicator to the lower abdomen and upper abdomen, and using the cooladvantage petite cooladvantage applicator to the under arm, and may have developed possible paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system within the month of (B)(6) 2023 using the advantage curve plus applicator to the lower abdomen and upper abdomen and using the petite applicator to the under arm and bra front, and may have developed possible paradoxical hyperplasia (ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Phone number (e1): (B)(6).